Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 103mg/dl, 131mg/dl (there is not indication that states which is the meter or lab reading in the reported issue notes). Tests were done < 10 minutes apart with a difference of > 20%. Pt did not experience any adverse events. No further info has been reported.